Event description:
I had essure done in (B)(6) 2008. Baby born on (B)(6) 2009. I have had hot flashes, mood swings, feel the left side pains. I had complications during process. Two coils put on my right side because dr. Said the first one did not take.